Event description:
It was reported that after a pocket revision, there was a lead integrity alert due to oversensing. It was later determined that the device alert was also beeping because the vf detection was turned off. The vf detection had been off since the pocket revision. The ICD and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.